Manufacturer narrative:
The allegation of broken butterfly anchor was confirmed. A microscopic visual found there to be a problem with the anchor. The butterfly anchor has a tear in it.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration caused by a break in the anchor. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the lead and anchor were explanted and replaced with no complications, and the patient was stable post-operatively.